Manufacturer narrative:
The associated complaint devices were not returned. The medical investigation concluded that no clinical information has been provided for inclusion in this medical investigation. Should any additional medical information be provided these complaints will be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to squeaking on (B)(6) 2019. Cup, liner and head were explanted and replaced with new components. Primary surgery was performed on (B)(6) 2008.